Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that following a trial procedure, the patient was hospitalized and was diagnosed with meningitis. Symptoms of headache and nausea were noted. It was unknown if the meningitis was device related or what have caused it. The patient was placed on antibiotics.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that following a trial procedure, the patient was hospitalized and was diagnosed with meningitis. Symptoms of headache and nausea were noted. It was unknown if the meningitis was device or procedure related. The patient was placed on antibiotics.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. Additional information was received that the patient was already discharged in the hospital and was reportedly doing well.

Event description:
A report was received that following a trial procedure, the patient was hospitalized and was diagnosed with (B)(6). Symptoms of headache and nausea were noted. It was unknown if the meningitis was device related or what have caused it. The patient was placed on antibiotics.